Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 491 mg/dl while wearing the pod on the abdomen for between 49 and 71 hours. The pod alarmed an auto off notification while the patient was sleeping and did not hear it. The patient loss consciousness and was in a coma for ten days. The patient's husband woke up and noticed the patient was weak and not responding. The patient's husband attempted to correct the bg levels with the pod and insulin pens. Emergency services were called and the pod was removed and discarded while in the ambulance. The patient was transported to the hospital and admitted to the intensive care unit. The patient was treated with an insulin infusion for ten days while in a coma and was started on pod therapy after the patient regained consciousness. The patient was discharged from the hospital after approximately twelve days.